Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer's blood glucose was 185 mg/dl. Advised the customer that the pump needed to be replaced. Advised to discontinue use of the pump and revert to the back-up plan per healthcare provider's instructions. Nothing further reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on keypad trace. No button error alarm. The insulin pump was received with minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip and cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.